Event description:
According to the reporter, during a laparoscopic gastric bypass, while on preparation, the handle stop functioning. It was noted that it would not open the jaws, after a minute the handle finally send a command and the jaws open. The surgeon was able to complete the case with no additional issues, jaws opened as intended. There was no patient injury. Medtronic's initial evaluation of the device found that an analysis of the system data indicated that there was an error for the system queue being full.

Manufacturer narrative:
D10 concomitant product: unk-sigadapt, unknown signia egia adapter (serial#: unknown) unegiatri, unknown egia tri staple (lot#: unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the handle would not open the jaws. The reported issue was confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of organic light-emitting diode (oled) screen burn-in not related to the reported condition. Sections of the oled can become burnt in if the handle shows the same image on the display for a prolonged period of time. The handle was programmed to turn off the display when not in use. However, when components were left connected to the handle by the user, the amount of time it takes the screen to shut off was extended. The product analysis noted evidence that the device was not used as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.